Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and large gap in the septal posterior area for a triclip procedure. During the procedure, two triclips were implanted in the anterior and septal leaflets. Several grasping attempts were made with the third triclip. There was no sufficient grasping possible and small damage to the septal leaflet was noted. Third clip was not implanted and the procedure was discontinued. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.